Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00256.

Event description:
It was reported that there was an incomplete mesh. The event timing was when the device was used on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.

Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected : a1, b4, b5, g1, g2, g3, d2, d4, g6, g3, h1, h2, h3, h4, h6, h10. Review of the most recent repair record determined the device was not cutting properly; incomplete mesh. The gear, bottom roller, and shoulder bolt were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.